Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an increased in capture threshold was noted on the atrial lead at pre-discharge. Patient was symptomatic with chest pain. Ultrasound imaging noted small effusion. The physician suspected that the atrial lead had perforated. On (B)(6) 2019 the atrial lead was explanted and replaced. The patient was stable before, during, and after the event.